Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during drain two. The home patient (hp) stated they had the blue clamp open on a line that they did not use. The technical service representative (tsr) had the hp cycle the power to clear the alarm. The tsr explained the alarms and had the hp setup with new supplies. The tsr explained to the hp that when there is a line that isn¿t being used they should keep the clamp closed. There was no patient injury or adverse event associated with this report. No additional information is available.